Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump was vibrating followed by a loud high pitched siren noise during basal delivery. There was no warning on the display screen during the alarm and no alarm code was showing in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, the black box was reviewed and showed dates from 01/13/2014 to 01/21/2014, with no alarms on the reported date of 01/19/2014. The time and date was accurately set at start of investigation. The pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened and no moisture corrosion was visible on the internal components inside the pump. The issue of vibration and high pitched sounds was not duplicated during testing. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.